Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor electrode or needle was missing and calibration not accepted. Customer states that customer reports the sensor electrode or needle maybe fractured while in the body. Customer is unsure if the sensor cannula is still in body. Customer was advised to call md. Customer¿s blood glucose was 207mg/dl at time of incident. Sensor will not be return for analysis.